Event description:
Reporter alleged blood glucose measured 120 mg/dl compared to the doctor's measurement of 386 mg/dl when performed within 5 minutes of each other. It was stated the doctor increased the current dosage of insulin based on the high result obtained on their meter. No actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement was sent.